Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a non-calcified right coronary artery. The taxus express2 3.0x12mm drug eluting stent was unable to cross the lesion. Once it was removed, it was noted that a stent strut was lifted up. The procedure was completed with another device. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A CAPA has been initiated to address the issue. A review of the manufacturing record found that the device met material, assembly and product specifications. The most probable root cause of this complaint can attributed to design limitations.